Manufacturer narrative:
A ge rep evaluated the system and repaired the monitors power supply. The system operates as intended.

Event description:
The customer reported blown fuses and problems with the monitor power supply. No pt injury was reported.